Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: paresthesia and breast pain. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female underwent primary breast augmentation with 275cc mentor memorygel breast implants and experienced possible bilateral rupture postoperatively. MRI performed on (B)(6) 2020 confirmed only right-sided rupture. The patient also experienced bilateral burning pain under breast and arm. As a result, the patient underwent bilateral device removal and replacement with 275c mentor memorygel breast implants, catalog number 3502751bc on (B)(6) 2020. This report is for the patient's left-sided device.